Event description:
The customer reported the system displayed a collimator iris error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and calibrated the collimator. This was not an accidental radiation occurrence. The collimator error would prevent the emission of x-rays until cleared. The system operates as intended.